Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asesf900 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(4).

Event description:
It was reported that patient was sent home with chemotherapy running through their powerloc. The patient noticed a leak somewhere and either returned to the unit or the dem.